Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 10 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, bone resorption and peri-implantitis were observed. Patient will later require another surgical intervention.